Event description:
It was reported to boston scientific corporation that a endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, upon unpacking the kit, the forceps were found to be separated from the distal end to the middle part and determined to be broken. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the device revealed one prong of the hemostats to have broken off at the shoulder near the hinge. The fracture surfaces presented voids in the material and other casting imperfections. The condition of the returned unit was consistent with the complaint incident that the hemostat broke. Physical analysis of the fracture surface revealed voids in the material and other casting imperfections that might have contributed to the failure. The condition of the returned unit was consistent with the complaint incident that the hemostat broke. Based on the event description and physical examination of returned broken hemostats, the most probable root cause is supplier manufacturing. A corrective action has been initiated to address this issue. Lot 15166833 was found to use hemostats batch 5001223082 (supplier date of manufacture, 02 mar 2012). A review of the incoming quality assurance inspection report for these hemostat batches revealed no related issues to the reported complaint. A lot history search found no other complaints against lot number 15166833.

Event description:
It was reported to boston scientific corporation that a endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, upon unpacking the kit, the forceps were found to be separated from the distal end to the middle part and determined to be broken. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.